Event description:
The customer reported that the system would not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep reseated the workstation boards and adjusted the 5v power supply. The system is operating as intended.